Event description:
It was reported a revision surgery was performed due to spondylolisthesis at the index level (c4/5 of 2-3 mm at the level of the implant). Another system was placed during the procedure after the mobi-c device was removed.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown surgical or patient factors. DHR review DHR review could not be completed as the lot number was not provided. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed due to spondylolisthesis at the index level (c4/5 of 2-3 mm at the level of the implant). Another system was placed during the procedure after the mobi-c device was removed.